Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The reporter alleged that the pump produced a continuous pulsating vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s alarm history revealed call service alarm 088. Investigators could not reproduce the vibration issue. There was evidence of moisture on a single component that was related to the call service alarm in the history. Also unrelated, the display screen was dim and discolored, and the pump case was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.